Event description:
Unused tip of fogarty catheter was already detached upon opening. Was unable to use in this condition.

Manufacturer narrative:
Customer report was confirmed. The catheter was returned with the proximal end of the balloon pulled out from under the proximal windings. The proximal and distal windings are in good condition.